Event description:
Additional information was received that the patient implanted with this ICD underwent a vt ablation. Subsequently, inappropriate anti-tachycardia pacing (atp) and shocks were delivered resulting in exhaustion of tachycardia therapy. Review of the episode revealed that therapy was delivered due to sustained rate duration (srd) timing out and the rhythm was stable. Further review of the episode revealed that the episode appeared to be sinus tachycardia. Boston scientific technical services (ts) discussed programming options. The physician is continuing monitoring of the patient's slow vt.

Event description:
Additional information was received that this ICD delivered inappropriate atp and several shocks for sinus tachycardia that resulted in exhaustion of tachycardia therapy. The patient has a history of slow vt and was noted to be non-compliant with taking medications. Boston scientific technical services (ts) discussed programming options. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy, resulting in exhaustion of tachycardia therapy in the vt-1 zone. Emergency medical services (ems) was dispatched to the patient's home, however, the patient refused services. The patient was observed in a normal rhythm at the time that ems left the patient's home. A health care professional (hcp) reported that the patient has documented slow ventricular tachycardia (vt), and the vt-1 zone in the device was programmed at 120 beats per minute (bpm) with atp and all maximum energy shocks. A copy of the episode was faxed to boston scientific technical services (ts) for review. Ts reviewed the episode and discussed that the device did inhibit therapy for one minute at the start of the episode, but then the patient had a two beat run that was faster than the previous atrial and ventricular rate. Ts discussed that the morphology of the two fast beats was very different, so it was believed to be vt, however, eight out of ten beats would have been needed for the rhythm ID feature to become uncorrelated and provide therapy. Ts discussed that therapy delivery occurred because v greater than a became true, which, overrides the morphology decision and delivers therapy. Ts also discussed that after atp was delivered, the device was in redetect and no detection enhancements were available. Ts discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.